Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller had a loose left power connector. The controller was replaced from stock. There was no consequence to the patient.

Manufacturer narrative:
The controller, (B)(4), was initially returned to a heartware facility on 07/12/2016, but remains unaccounted for. An investigation was opened under to determine the whereabouts of the device. Review of the manufacturing documentation confirmed that the device met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of loose power port connectors may be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The controller, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 and power port 2 connector. Based on an investigation conducted, the most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.